Event description:
It was reported to medtronic minimed that the customer experienced a crack by the battery screw, and low blood glucose. The customer reported a blood glucose value of 40 mg/dl. The customer reported hypoglycemia, treated with ems/ambulance/ER visit, glucose/carb intake. The event involved product(s) mmt-442a, mmt-342, and mmt-1884. Troubleshooting was performed, and the issue was not resolved. The customer was not been using the insulin pump system within 48 hours of the reported low blood glucose event, due to the battery cap issue, and it was unknown whether the customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-442a. No product return is required for mmt-342. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked battery tube threads. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the ss event date of 22-sep-2024. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the formatted history file. Insert battery alarm was found on: (B)(6) 2024 10:29:08.000 to (B)(6) 2024 10:36:32.000, (B)(6) 2024 17:36:50.000 to (B)(6) 2024 17:45:31.000, (B)(6) 2024 20:21:35.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 10:29:23.000 to (B)(6) 2024 10:39:26.000, (B)(6) 2024 17:36:54.000 to (B)(6) 2024 17:48:11.000. Power loss alarm was found on: (B)(6) 2024 20:22:20.000, (B)(6) 2024 20:22:28.000. Pump error 68 alarm was found on: (B)(6) 2024 19:03:33.000. Pump error 49 alarm was found on: (B)(6) 2024 19:03:33.000, (B)(6) 2024 19:03:50.000. Pump error 23 alarm was found on: (B)(6) 2024 19:06:33.000, (B)(6) 2024 20:22:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected due to power loss alarm. No unexpected failed battery alert/battery failed alarm, power loss alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm noted during testing. Lost sensor 1 alert (780) was found on: (B)(6) 2024 22:41:00.000, (B)(6) 2024 03:16:00.000. Sensor error alert (801) was found on: (B)(6) 2024 01:25:18.000, (B)(6) 2024 03:25:18.000, (B)(6) 2024 03:35:00.000. (B)(6) 2024 09:28:06.000, (B)(6) 2024 11:03:08.000, (B)(6) 2024 11:48:06.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. During visual inspection, corrosion was found on the battery tube assembly noted. The pump was cut open and found corrosion on the vibrator assembly noted. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and motor assembly noted. Force sensor zero offset within specification (23.09 mv). Unable to confirm battery cap broken/cracked/damaged and battery cap contact missing/damaged due to pump received without the original battery cap. The pump was received without a battery installed. The test p-cap locks properly into the reservoir compartment; however, a broken reservoir tube lip and a partially broken retainer were noted during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap broken/cracked/damaged and battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap broken/cracked/damaged and battery cap contact missing/damaged were unknown. Cosmetic damage was confirmed at the battery tube threads of the pump during analysis. Retainer ring damage (a broken reservoir tube lip and a partially broken retainer) was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. However, during visual inspection, corrosion was found on the vibrator assembly and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked battery tube threads. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 07/24/2024 to 09/21/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the ss event date of 22-sep-2024. In further full review of the pump history/traces on the event date of 21-sep-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 21-sep-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 21-sep-2024 in the formatted history file. Insert battery alarm was found on: 09/21/2024 10:29:08.000 to 09/21/2024 10:36:32.000 09/21/2024 17:36:50.000 to 09/21/2024 17:45:31.000 09/21/2024 20:21:35.000 failed battery alert/battery failed alarm was found on: 09/21/2024 10:29:23.000 to 09/21/2024 10:39:26.000 09/21/2024 17:36:54.000 to 09/21/2024 17:48:11.000 power loss alarm was found on: 09/21/2024 20:22:20.000 09/21/2024 20:22:28.000 pump error 68 alarm was found on: 09/21/2024 19:03:33.000 pump error 49 alarm was found on: 09/21/2024 19:03:33.000 09/21/2024 19:03:50.000 pump error 23 alarm was found on: 09/21/2024 19:06:33.000 09/21/2024 20:22:04.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected due to power loss alarm. No unexpected failed battery alert/battery failed alarm, power loss alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm noted during testing. Lostsensor1alert (780) was found on: 09/17/2024 22:41:00.000 09/18/2024 03:16:00.000 sensorerroralert (801) was found on: 09/18/2024 01:25:18.000 09/18/2024 03:25:18.000, 09/18/2024 03:35:00.000 09/20/2024 09:28:06.000 09/20/2024 11:03:08.000, 09/20/2024 11:48:06.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. During visual inspection, corrosion was found on the battery tube assembly noted. The pump was cut open and found corrosion on the vibrator assembly noted. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and motor assembly noted. Force sensor zero offset within specification (23.09 mv). Unable to confirm battery cap broken/cracked/damaged and battery cap contact missing/damaged due to pump received without the original battery cap. The pump was received without a battery installed. The test p-cap locks properly into the reservoir compartment; however, a broken reservoir tube lip and a partially broken retainer were noted during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap broken/cracked/damaged and battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap broken/cracked/damaged and battery cap contact missing/damaged were unknown. Cosmetic damage was confirmed at the battery tube threads of the pump during analysis. Retainer ring damage (a broken reservoir tube lip and a partially broken retainer) was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. However, during visual inspection, corrosion was found on the vibrator assembly and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.